Event description:
A user facility returned the olympus, model ch-s200-xz-eb, hd 3cmos camera head to olympus for repair due to a report of a "foggy image." Upon inspection and testing of the returned device, it was found that the device was insufficiently and/or inappropriately reprocessed with a method not described in the instruction manual. This report is submitted due to the finding that the device was insufficiently and/or inappropriately reprocessed using a method not described in the instruction manual.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the device was insufficiently and/or inappropriately reprocessed using a method not described in the instruction manual. Additional evaluation findings are as follows: 1.) Control unit appearance defects due to physical/chemical stress; 2.) Air/water leakage; 3.) Blurry image. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found that the device was insufficiently and/or inappropriately reprocessed using a method not described in the instruction manual. The root cause of the insufficient/inappropriate reprocessing was unable to be identified. The reprocessing manual precautions state: ¿the camera head may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you chose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of camera head¿s equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found.¿ olympus will continue to monitor field performance for this device.